Event description:
This device was implanted on (B)(6)2010 and was explanted on (B)(6)2013 due to an unknown product performance issue. The physician was dr.(B)(6) at (B)(6) medical center. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).